Event description:
A customer was hospitalized after experiencing a diabetes-related incident that led to an emergency room visit and subsequent hospitalization in the intensive care unit on (B)(6) 2025. During the event, the customer's blood glucose level dropped to 22 mg/dl. Cause was unknown. Despite using an insulin pump and related supplies, no pump issues were identified as the device was functioning properly. The customer was treated with IV fluids of saline, which resolved the issue, resulting in no permanent harm. The customer was discharged from the hospital on (B)(6) 2025.